Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds could not be inserted in the entry site. Upon inspection, the distal end of the valve capsule was observed to be thickened. Additionally, the capsule rim appeared to be deformed. A new ds was replaced, and the valve was able to be completed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.